Manufacturer narrative:
Corrected manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(6)) was returned for evaluation following the reported event of atypical power cable disconnect and low voltage advisory/hazard alarms; this event is addressed via the 14v battery investigation and battery clip investigations. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced; it should be noted that the controller was tested while connected to 14v batteries and the power module. The electrical integrity of the wires underneath the power cables were tested and no issues were observed. The reported event could not be correlated to an issue with the returned system controller. Aside from the atypical alarms, there were no reported issues with the system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2021. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: tear on the white power cable at approximately 6 inches from the controller connector; green liquid substance consistent with fluid ingress could be observed underneath the tear. Broken strain reliefs were observed on the connector of the white power cable and black power cable. Fluid ingress covering the protective layers of the white power cable and black power cable. The protective layers and shielding of the white power cable were also damaged. The heartmate ii system controller (serial number: (B)(4) ) was returned for evaluation following the reported event of atypical power cable disconnect and low voltage advisory/hazard alarms; this event is addressed via the 14v battery investigation and battery clip investigation as it was reported that exchanging the controller did not resolve the reported alarms. The log file downloaded from the returned controller contained approximately 21 days of data (17apr2023 ¿ 08may2023 per the timestamp). Intermittent power cable disconnect alarms and low voltage advisory/hazard alarms that were not consistent with power source exchanges or regular battery depletion were observed throughout the log file while connected to 14v batteries. No atypical alarms were observed while connected to the power module. The driveline was disconnected on 08may2023 at 11:57:55 to exchange the controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Submitted log file c5081241, which was associated with the patient¿s new controller (serial number: pcx-21451), also captured the intermittent atypical alarms. This indicates that the reported alarms did not resolve after exchanging the controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced; it should be noted that the controller was tested while connected to 14v batteries and the power module. The electrical integrity of the wires underneath the power cables were tested and no issues were observed. The reported event could not be correlated to an issue with the returned system controller. Aside from the atypical alarms, there were no reported issues with the system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number pcx-20281, was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 19jul2021. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage alarms on both power module and batteries. The perfusionist changed out the controller but the patient continued to have alarms on the batteries and clips, so both were replaced. There were no further alarms after replacing the controller, 2 batteries, and 2 clips. Log file review confirmed an odd string of power cable disconnects on (B)(6) 2023.